Manufacturer narrative:
Manufacturing site evaluation: samples received: 36 unopened pouches. Analysis and results: there are no previous complaints of this code batch. (B)(6) units were manufactured and distributed, there are no units in stock. Received 36 closed samples. Tested the knot pull tensile strength of the samples received and the results fulfills the OEM requirements. Knot security control has been conducted with the samples received and results are into the current range for this thread. Checked the thread surface of the closed samples received and the visual appearance is the correct and the usual one. Thread has been also analyzed according to flexibility test and values are the usual ones. Results are into the current range for this thread and size. As indicated in the dafilon instructions for use: "when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked". Final conclusion: complaint is not justified. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take an actions on the product. The customer will receive a credit note for one box of product as a quality courtesy. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). The thread breaks extremely easily, forming at the break a fraying of the thread and the thread slides on the first knot, making it difficult for the second knot. The wire is very elastic. Thread broke, damaged, too elastic.